Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and shaved electrical contacts at video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error message reported was not reproduced. Image noise due to shaved electrical contacts at video connector. ¿olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
The customer reported error code 218 presented during set up / inspection for use involving an olympus flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.